Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported by the customer that the device had an error 240.4150. There was no additional information provided and no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of 8100 error 240.4150. Technical support- 1. Replace the bottle-side pressure sensor. 2. Return the module to the factory. Explained to customer the problematic issue with the bottle side pressure sensor. Lvp bottle pressure sensor failure in bottle pressure sensor system. Assisted customer to edit the task list in system maintenance, analog sensor task. Biomed to run device in operate mode, to try to duplicate error message. Biomed to repair/replace the bottle side pressure sensor. Biomed will conduct repair and call back if any further assistance is needed. End call. A review of the device history record showed the device had a manufacture date of 01mar2010. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure. Based on the findings, technical support was unable to determine the proximate cause of the reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There were no existing CAPA¿s listed for any of the parts listed in this file for repair.

Event description:
It was reported by the customer that the device had an error 240.4150. There was no additional information provided and no patient involvement.